Event description:
No stimulation sensation during a trial implant was reported, and high impedance readings were > 10,000 ohms. The lead was therefore not used in the pt, and another one was implanted in its place. The pt's outcome was not reported. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.